Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) in fill 1 of 81 and the home patient (hp) should have 5 cycles. The technical services representative (tsr) asked the hp what did the display read and the hp stated fill 1 of 81, and then dwell 1 of 81. The tsr reviewed the therapy settings. The tsr had the hp close the clamps, disconnect and cycle the power. The hc alarmed power restored dwell 1 of 81. The tsr assisted the hp with ending the therapy, removing the cassette and recommended the hp review the therapy with the registered nurse (rn). Product surveillance contacted the pd rn on (B)(6) 2011 regarding the hp's therapy. Per the pd rn, she read in the patients notes that the hp had contacted the clinic to correct the cycles and he received assistance to do so. The pd rn was not sure how the cycles were changed, but stated the hp was currently using the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint was received regarding the home patient (hp) was in fill 1 of 81 and the homechoice (hc) should have 5 cycles. The reported was not confirmed as the device was not returned for evaluation. A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(4) facility. No issues were identified that may have contributed to the issue of program changed by device. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow up MDR will be submitted.